Event description:
Related manufacturer reference number: (B)(4). It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site and lead site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the infected sites were washed out and debrided. The patient was given both IV and oral antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.